Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6) 2018 batch # r58g95 device analysis: the analysis results showed that one gst60b reload was received fully fired, with the pan detached from the cartridge. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Did the cartridge pan come off when removing the reload from the jaw of the device? Yes.

Event description:
It was reported that during an unknown procedure, the cartridge pan came off and it was left into the jaw after the 2nd firing. The cartridge pan was removed from the jaw, and the same device loading another cartridge was used to complete the case. There were no adverse consequences to the patient.